Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2; a3;a4; b7: patient ID, age, gender, weight and medical history including medication information were requested, but not made available. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b23: the devices remain implanted. The balloon & catheter were requested but not made available. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on ()() 2025, a patient was treated with a 4 vessel physician modified endograft. During this procedure, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted in the right renal artery (rra). A second vbx device was deployed in the rra because the first vbx device did not extend far enough into the aorta. The physician reported that during the device deployment, both balloons ruptured before reaching nominal pressure on the in deflator device. As reported, the balloon started inflating from both ends but ruptured before full expansion. The physician used a mustang¿ balloon dilatation catheter to balloon each vbx device to full expansion. Both vbx catheters were removed intact. There was no adverse outcome for the patient. The physician reported he does not know why the balloons ruptured in the same anatomical location.